Event description:
It was reported that an implantable pulse generator (ipg) was difficult to implant because of a small pocket. Fever, redness and pain were reported at that time. At a later date, a pocket infection was reported and the patient was treated with medication. Most recently, the right clavicle vein reportedly closed. It is unknown if the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).